Event description:
It was reported that this implantable pacemaker alerted for an atrial arrhythmia burden. The stored electrogram (egm) showed intermittent ventricular undersensing observed throughout. It was recommended to consider further review of the programmed parameters. The atrial arrhythmia burden alert has been adjusted to greater than one hour for future episodes. The device remains in service. No adverse patient effects were reported.